Event description:
Pt was implanted with elevate in 2009, during the procedure, pt reported paravaginal wall bleeding. Flowseal was used to stop bleeding, and a cta scan showed a pelvic hematoma along the left side wall. Pt also received 2 units of packed red blood cells, it was resolved.